Event description:
It is reported that the patient is experiencing pain and is unable to lift his leg due to no leg strength. He has been told his cup is out of position.

Manufacturer narrative:
Evaluation summary: primary surgical notes state that the tha was for severe degenerative joint disease of the right hip. It was noted that the final reduction of the tha had full range of motion and was very stable. Leg length was restored. No complication had been noted. Office notes stated that the patient's hip flexors' strength had not been restored from the primary surgery. Based off the provided information, although not proven, the most likely cause for the patient's pain is due to the right hip dislocating or subluxation due to weakened hip flexors. However, a definitive cause for the experience observed cannot be determined with certainty. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.